Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was performed when the issue happened, and procedure was complete as planned. A philips field service engineer (fse) examined the system onsite and confirmed the system was not booting up. After reviewing the log file fse found that there is a malfunctioning on internal ups and control module mains power measurement conflict. Upon troubleshooting fse found that, unit does not turn on due to possible dc power supply defective and problem with the optional 1-phase ups in m-cabinet. The fse replaced pdu fan tray and dcsp unit, but the problem re occurred. Fse found that there were two faulty units, the pdu fan tray and the ups 1-phase controller. The cause of the pdu fan tray and dcps failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse bypassed the ups 1-phase controller. After replacement of pdu fan tray and dcsp unit and bypassed the ups 1-phase controller, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.